Manufacturer narrative:
In response to the event reported, a device history review was conducted for lot number 0294825. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii closed IV catheter system tubing clamp was loose and could not completely cut off blood flow. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, nurses in the 1st department of orthopedics of our hospital found that the blood flow could not be completely cut off after the sealing tube clip of the indwelling needle was closed. Under normal circumstances, there was no blood flow after the sealing tube clip was closed".